Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power issue. The screen turns blank after the pump displays a battery alarm and the batteries are replaced. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/23/2013-device evaluation:the insulin pump has been returned and evaluated by product analysis on 12/10/2013 with the following findings: visual inspection of the pump found some cosmetic damages. Investigation was unable to reproduce the alleged power issue. Review of alarm history showed multiple incidents of call service 054 alarms on 08/04/2013 which can lead to the blank screen issue. Investigation found the battery cap measurements were within specifications, the battery compartment was intact and there was no evidence of moisture contamination in the battery compartment. The pump powered up to a clear functional display screen with the appropriate audio and vibration alerts. The pump was exercised for 24 hours without incidents. Power draws were within specifications. When the pump casing was opened, there was no evidence of moisture contamination within the pump interior.